Event description:
It was reported that the patient was not feeling well and their heart rate was pacing below the lower rate limit of the implantable pulse generator (ipg) device. An interrogation observed the right ventricular (rv) lead with high threshold and suspected loss of capture. The lead was repositioned due to dislodgement. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.